Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Analysis was unable to confirm compromised force sensor system alarm due to motor error alarm. The insulin pump passed displacement test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 306 mg/dl at the time of call. The customer stated that they were treating the blood glucose with manual injections. The customer stated that the insulin was squirting out during prime process. The customer stated that they were unable to exit the preparing to prim loop. The customer stated that the insulin pump was dropped from past event. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.